Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Alerts: 1 -patient alert for lead failure predictor on (B)(6) 2013. Sensing/oversensing: 12 - ventricular nst<(><<)>=195 ms between (B)(6) 2013. 6-vf<(><<)>=180 ms average v-cycle between (B)(6) 2012 and (B)(6) 2013. 5-lfp high rate-ns <(><<)>= 200 ms average v-cycle between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing/noise and an apparent fracture. The lead was capped andr eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing/noise and an apparent fracture. The lead was capped andr eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.